Event description:
The customer reported that the 6800 system displayed a high current and x-ray on error messages. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The controller printed circuit board, monoblock, and control panel encoder were replaced. The system was tested and is now operating as intended.